Manufacturer narrative:
(B)(4).

Event description:
It was reported "once the counterpulsation catheter had been inserted into the patient and connected to the ac3 pump, the ECG and bp values disappeared from the console screen". Additional information states that the iab pump console was swapped to continue therapy. The patient's current condition ws reported as "fine".

Event description:
It was reported " once the counterpulsation catheter had been inserted into the patient and connected to the ac3 pump, the ECG and bp values disappeared from the console screen". Additional information states that the iab pump console was swapped to continue therapy. The patient's current codnition ws reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "the ECG and ap signal did not appear on the screen" is not able to be confirmed. No lot number was reported; therefore, a device history record (DHR) review was unable to be completed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.